Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not announce a meal while using the ilet bionic pancreas and subsequently experienced hyperglycemia, with blood glucose reaching 254¿256 mg/dl and remaining above target for approximately 4 hours; the user inquired about meal announcement functionality and received troubleshooting and education. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no alerts or alarms. Investigation included customer interview and technical support review focused on use instructions and meal announcement workflow. Investigation of this case revealed use error related to a missed meal announcement. It was concluded that device performance was consistent with design and labeling, and the event was attributable to user handling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.